Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. Per product labeling, "samples with 25-hydroxyvitamin d concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:2. The concentration of the diluted sample must be = 40 ng/ml (= 100 nmol/l)." The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas pure e 402 analytical unit. The initial result provided was from a 1:2 dilution of the patient sample and the result was > 240 ng/ml. A 1:5 dilution of the sample was made and the result was 219 ng/ml. A 1:10 dilution of the sample was made and the result was 260 ng/ml. The customer performed a manual 1:5 dilution of the sample and the result was 515 ng/ml. The result of >240 ng/ml was deemed correct.